Manufacturer narrative:
The boston scientific sales representative stated the root cause of the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture and elevated threshold measurements on the atrial channel. A revision procedure was performed and the atrial lead was removed from service. No additional adverse patient effects were reported.